Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep reported that the patient was back in the hospital again and the healthcare provider (hcp) thinks they might be addicted to dilaudid. They are getting a "psych" consultation. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep reported that the patient was in the hospital for two weeks, and they were not sure of the exact dates. They were told that they would need gastric bypass surgery and the patient was put on medication for epigastric pain. They were being referred out to a bariatric surgeon. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient was doing much better after implant for about 8 months with their nausea and vomiting symptoms. Since then, the patient had been in and out of the hospital about every 2 weeks due to nausea and vomiting. It was unknown if any environmental, external, and patient factors led to the issue. It was unknown what actions were taken to resolve the issue. The hcp scoped the patient and they had a good amount of food from lunch the day before. When the hcp adjusted their settings the patient got marginally better. The hcp increased the patient¿s rate from 14 to 28. The patient was already set to 11 on their current and on 2 seconds and off 3 seconds. The hcp planned to reach out to another hcp to discuss the possibility of doing a pyloroplasty. The issue was not resolved at this time. The patient was alive with no injury.

Event description:
Additional information reported that the patient was back in the hospital with nausea, vomiting and pain. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.